Event description:
Heel warmer placed on infant prior to drawing labs. When removed, purple solution was noted on the infant's foot with white powdery substance on the calf. Cleaned with sterile saline wipes. Foot remained reddened on outside portion of sole of foot.